Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information obtained from the customer. See event for the additional information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the defects found during evaluation were confirmed and the site confirmed that reprocessing was performed according to the IFU, the foreign material could not be specified and a definitive root cause of the foreign material clogging the nozzle could not be identified. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from the customer reported the date the air/water issues was observed is unknown. The customer did not know when the failure first occurred or have additional information about the intended procedure.

Event description:
The customer reported the water supply of the evis lucera elite gastrointestinal videoscope was weak. There was no reported patient harm or impact due to this event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was found the air/water nozzle was clogged with foreign material. The report is being submitted for the foreign material found during evaluation of the device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, service found the amount of air and water supplied was insufficient, and the draining function was reduced, due to the clogging of the air/water nozzle. The curved rubber adhesive was missing, the curved rubber bond was cracked, the tip cover was crushed and burnt, the illumination lens was cracked, the adhesive part of the objective lens had come off, the lighting lens adhesive was cracked, the bending angle was insufficient due to elongation of the angle wire, the flexible tube of the insertion section was crushed, the objective lens was missing, switch #4 was worn out, wrinkles were observed in the universal cord, the scope connector was cracked, the seal was defective, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.